Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that she inserted a sensor and it was not working so she pulled it out and noticed the cannula had broken off inside her skin. The customer's blood glucose level was 110 mg/dl. They used the tweezers to get cannula out. The customer confirmed that the needle was not attached. The customer stated that the needle was not attached to the adhesive. Customer reported the sensor was fractured while in the body. Customer reported the sensor was still in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The sensor will be returned for analysis.